Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a generator change procedure on (B)(6) 2021. During examination of right ventricular (rv) lead, after reviewing merlin transmissions, it was noted that there was a gradual increase in pacing lead impedance which had recently become out of range. The physician capped and replaced the rv lead on (B)(6) 2021 during the generator change procedure. The patient was in stable condition.